Manufacturer narrative:
Product analysis: as found condition (condition of returned device): 3 concerto coils were returned for analysis within a shipping box; within sealed biohazard pouch; within an opened concerto implant coil outer carton and within an opened plastic bag. The unknown micro catheter used in the event was not returned. Visual inspection/damage location details: due to the condition in which the concerto coils were returned, it was unable to be determined which coil belongs to which pli. (Coil 1) the concerto implant coil was returned without introducer sheath. The concerto coil pushwire was found to be bent at 6.7cm from proximal end. The pushwire was found to be broke but retained by release wire at break indicator. The implant coil was found to be already broken and not returned. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. (Coil 2) the concerto implant coil was returned within introducer sheath. No bends or kinks were found with the concerto coil pushwire. The implant coil was found to be stretched within introducer sheath. The concerto coil was pushed out of introducer sheath for further analysis. The implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. (Coil 3) the concerto implant coil was found to be returned without introducer sheath. The concerto coil pushwire was found to be kinked at 153.3cm from proximal end. The implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure involving the coil concerto helix 3mm x 8cm, the coil could not be advanced. The device and any accessory devices were prepared as indicated in the instructions for use. The patient was alive with no injury. No patient complications have been reported as a result of this event.